Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m145270 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m145270 and test base part number 190-430 / lot m145270. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145270 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting results with ID now covid-19 assay performed on (B)(6) 2021. The customer reported that on (B)(6) 2021 the patient tested positive with d now covid-19 assay and the same sample was retested on (B)(6) 2021 and generated negative results. No additional patient information, including treatment and outcome, was provided.